Event description:
It was reported that catheter break occurred. The stenosed target lesion was located in the superficial femoral artery (sfa). An opticross imaging catheter was used to view the lesion. It was reported that they lost imaging during the case and the catheter blacked out. A new catheter was prepped and inserted into the body and had the same issue. However, the catheter broke and they had to pulled it out. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Analysis of returned product revealed that there was no damage observed on the distal section or along the catheter. The telescope assembly was able to properly pull back, advance, and retract. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup were encountered in the non-heat shrink area of the telescope. Imaging core windup began 22.8 cm from the distal end of the connector shaft.

Event description:
It was reported that catheter break occurred. The stenosed target lesion was located in the superficial femoral artery (sfa). An opticross imaging catheter was used to view the lesion. It was reported that they lost imaging during the case and the catheter blacked out. A new catheter was prepped and inserted into the body and had the same issue. However, the catheter broke and they had to pulled it out. The procedure was completed with another of the same device. No patient complications were reported.